Event description:
The following information was received by the sales rep. The stent continued to leak air, possible hole in the balloon, the product was clinically used, there was no pt injury. The product will be returned.